Event description:
It was reported that the pt was diagnosed with a shunt malfunction and then admitted for shunt revision. There was no flow from the proximal ventricular catheter. According to the surgeon, this was a shunt separation.

Manufacturer narrative:
(B)(4). The product was unavailable for return. Therefore, an eval of the device performance was not possible. A review of the mfg records was not possible as no lot number was provided. On february 12, 2009, medtronic neurosurgery issued a voluntary recall on all bioglide snap shunt ventricular catheters.